Event description:
It was reported that the patient is experiencing intermittent pocket muscle stimulation with pacing. The chronic lead trend was turned off. The lead is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead, (B)(6) 2006. (B)(4).